Event description:
Home patient (hp) reports a system error 2240 alarm in dwell 5 of 5 during treatment of the homechoice machine. At the time of the alarm hp noticed that her cat had bitten a hole in the homechoice set supply line tubing causing the alarm. Treatment was discontinued and the setup was discarded. Hp's health care professional (hcp) reports no pt injury or medical intervention as a result of this alarm.